Manufacturer narrative:
(B)(4).

Event description:
It was reported that while using the surgical fiber during a prostate procedure, that the "fiber broken, shooting straight" @ 61,769 joules and 10:59 minutes of use. The fiber tip (cap) was not cleaned during the procedure. A second fiber was used to complete the procedure. Patient outcome: "no injury to patient".

Manufacturer narrative:
Corrected lot# from 2540 to 535b. Corrected serial# from (B)(4). (B)(4). Product evaluation: failure analysis for (B)(6): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits moderate charred detritus adhesion and signs of crystal deposits on surface; the outer flow tubing open end exhibits minor scratch marks, red stop sign and blue arrow partially erased, and moderate contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.